Event description:
It was reported that during a laparoscopic adjustable gastric banding procedure, as the device was introduced through the applied medical trocar, the buckle apparently tore. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 11/21/2008. Information anticipated, but unavailable at this time.